Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead was loose. The patient stated that the device physician can program the device around it. Boston scientific technical services (ts) discussed about bipolar and unipolar programming options. An attempt to gather further information regarding this event but no pertinent information received. The lead remains in service. No adverse patient effects were reported.